Manufacturer narrative:
Corrected: d4 (serial). Arterial occlusion/ ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
On (B)(6) 2025, a 55-year-old male patient underwent placement of an impella cp mechanical circulatory support device for treatment of an acute myocardial infarction with associated cardiogenic shock. During the clinical course, the patient appeared to require cardiopulmonary resuscitation. The clinical team was unable to detect peripheral pulses using bedside doppler ultrasound, and a formal doppler ultrasound study was ordered to further assess circulatory flow. Given the patient¿s poor overall prognosis, the decision was made to withdraw life-sustaining care. This event is being conservatively reported as a patient death; however, the circumstances suggest that the outcome was most likely related to the patient¿s underlying medical condition and the clinical decision to withdraw care. Additional information: they ended up finding pulses on this pt the next day. The pump was not saved though.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: arterial occlusion/ ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d1 and d4. Upon review, the brand name and primary UDI number have been updated.